Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The loose detached needle was visually examined and found that needle was not swaged properly. There was no suture remnant was found in needle barrel. Needle hole was found to be out of round.

Event description:
It was reported that a patient underwent an aortic valve replacement on (B)(6) 2012 and suture was used. While closing the aorta the needle pulled off the suture. The patient was closed and went for an xray. On xray it was noted that the needle was in the pericardium. The patient was taken back to surgery and the chest was reopened to remove the needle. The patient is currently still hospitalized.